Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft and non mdt stent graft were implanted in the endovascular treatment of a 200mm type b thoracic aortic dissection. It was reported the valiant captivia was fenestrated at the left subclavian artery (lsa) and bovine carotid artery (bca)/left common carotid artery (lcca). The vamf4238c250tj was implanted proximally and a non-mdt was implanted distally. It was reported that during the procedure, many attempts were made to position the device so the holes in the graft aligned with the intended area. The positioning of the holes did not improve but the physician managed to cannulate the lsa an a non mdt balloon was inserted. The stent graft was then deployed. A bare metal stent was then implanted in the lsa. It was said there appeared to be slight stenosis around the valiant's distal area and a non mdt stent graft extension was implanted. An angiogram was performed and it showed patency of the three branches and no leak into the false lumen. It was reported the pressure of the aorta did not recover and the patients systemic blood pressure did not increase. A retrograde type a dissection was suspected and confirmed by ultrasound and the patient was emergently transferred for a thoracotomy procedure. It was said that it was likely a rupture occurred when the patient was being transferred the patient went into shock and subsequently expired. The cause of death was given as a rupture from the rtad. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is expired.